Event description:
Customer reported unexplained high blood glucose and possible no delivery issues. Customer's blood glucose was 599 mg/dl. Customer is new to the insulin pump. During troubleshooting, it was found that customer was not holding down the act button long enough to reach the reservoir. The device history showed a no reservoir alarm. Customer was educated on proper insulin pump methods. She took a correction bolus and her blood glucose was 549 mg/dl at the end of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).